Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was alleged that the battery compartment was cracked and the battery compartment and battery cap had stripped threads. The battery cap was unable to be tightened securely and would not stay on the pump. There was moisture/corrosion reported to be visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-may-2019 with the following findings: review of the black box data confirmed power on reset events on the complaint date of (B)(6)2019. The returned battery cap was intact, without damage and able to fit securely to the pump. The pump powered on normally and was exercised for 12 hours without interruption in power, errors, alarms or warnings. Investigation did not duplicate the complaint. The battery compartment was confirmed to crack as alleged in the initial complaint. Moisture ingress into the interior of the pump on the motor flex connector was confirmed by leak testing due to do a battery compartment leak and a leak through a puncture in the audio bolus button cover.